Manufacturer narrative:
Bci hotline instructed the customer to troubleshoot the instrument but the issue did not resolve. Customer was instructed the following: perform vertical alignment on the modular chemistries (mc) sample probe, prime the instrument, change the wash collar, and redo the vertical alignment. Customer later cancelled the service and stated that they fixed the problem root cause of this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that they noticed a leak from wash collar while performing monthly maintenance on unicel dxc 600 pro synchron clinical systems. No injury was reported on this issue.